Event description:
It was reported that this device had an alert due to high out of range shock impedance measurements. The rise in values had been gradual. A request for technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this device had an alert due to high out of range shock impedance measurements. The rise in values had been gradual. A request for technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this device had an alert due to high out of range shock impedance measurements. The rise in values had been gradual. A request for technical services (ts) review was needed. Ts reviewed the remote monitoring data and noted that the right ventricular pace impedance and shock impedance had been gradually rising. The pace impedance measurements were not out of range. Review of the available electrograms (egms) confirmed evidence of suspected intermittent cross talk from the ventricular pace on the right atrial channel resulting in inappropriate atrial tachy response (atr) from last year. The most recently presented egms showed occasional myopotential noise/artifacts on the shock channel which was not uncommon given the unipolar sensing vector. Ts discussed troubleshooting steps to determine the root cause of the reported observations. Additional information noted that the patient presented to the clinic recently and pocket provocation performed did not show oversensing. The high voltage impedance measurements were lower when the patient was sitting compared to when the patient was leaving forward. An x-ray was also taken. A request for further technical services (ts) analysis was needed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this device had an alert due to high out of range shock impedance measurements. The rise in values had been gradual. A request for technical services (ts) review was needed. Ts reviewed the remote monitoring data and noted that the right ventricular pace impedance and shock impedance had been gradually rising. The pace impedance measurements were not out of range. Review of the available electrograms (egms) confirmed evidence of suspected intermittent cross talk from the ventricular pace on the right atrial channel resulting in inappropriate atrial tachy response (atr) from last year. The most recently presented egms showed occasional myopotential noise/artifacts on the shock channel which was not uncommon given the unipolar sensing vector. Ts discussed troubleshooting steps to determine the root cause of the reported observations. No adverse patient effects were reported. The device remains implanted.